Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 29 mg/dl and 105 mg/dl. Customer was being treated for hypoglycemia between these readings with glucose tablets and orange juice. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.